Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d1, d4(version or model #, catalog #, unique identifier (UDI) #). Multiple gfe attempts were made to see if the customer had reached out for service on the unit as well as how the issue was resolved. No reply was received and the record will be closed and will be opened if new information becomes available.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a training session, the cardiosave intra-aortic balloon pump (iabp) emitted a sharp piercing sound and the message read "internal communication failure". The unit was turned off and it was turned back on again and the same thing happened. There was no patient involved